Event description:
It was reported that the patient experienced recurring incontinence with an unknown male sling. The sling still remains implanted and a new artificial urinary sphincter (aus) was implanted. Should additional relevant details become available, a supplemental report will be submitted.